Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a caesarean section procedure under epidural anesthesia on (B)(6) 2019; and a suture was used. During the procedure, the suture broke while sewing the skin. The doctor found the broken needle promptly under the c-arm fluoroscopy in time to avoid the accident of missing needle. There were no adverse patient consequences reported. No additional information was provided.